Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main full height drawer 4 failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) as performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 27-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full-height enhanced drawer was unable to open. The field service engineer (fse) removed the back panel, identified the defective magnet inseparable, and replaced it. The drawer functionality was restored and verified to be operating normally. The system functioned as intended after the field service engineer (fse) resolved the issue.